Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 285 mg/dl. The customer reported that he recently had knee surgery, causing his blood glucose level to range from 50 mg/dl to 300 mg/dl. The customer stated that he was unable to troubleshoot at the time of the call. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.